Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead dislodged. P waves were sensed on the rv lead and under fluoroscopy it was seen that the rv lead was in the atrium. The physician stated that the patient was twiddling the device and the lead positions were altered. No indication of intervention was given.